Event description:
A report was received that the product was inflated in the dialysis graft without any problem. When the physician deflated the product and went to remove it from patient, the tip broke off inside of the patient. The tip was snared out of the dialysis graft without harm to the female patient. Additional information was received that the device appeared normal before the procedure. It prepped normally and it was a straightforward case. The lesion/vessel characteristics were not available. There was no resistance advancing the device and no excessive torquing required. During inflation and at below rated burst pressure, a pop was heard and it was thought that the balloon burst. The physician removed the device and observed that the tip had become separated. It was snared out of the opposite access site. The patient did not have any complications. The case was finished with another device. The separated tip was received for analysis but he engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.